Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing issue. It was alleged that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, the cartridge compartment was cracked across the top of the cartridge compartment. The cartridge cap was unable to be tightened. Unrelated to the original complaint, the battery compartment was cracked near the top left corner of the grip pad.